Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("repeated haemorrhaging"). The patient was treated with surgery (implants and uterus removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient is suffering since 2013. Most recent follow-up information incorporated above includes: on (B)(6) 2022: clarification was received. The events suicide attempts, joint pain, and depression were deleted and replaced with pain and repeated haemorrhaging; intervention was implants and uterus removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("repeated haemorrhaging"). The patient was treated with surgery (implants and uterus removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient is suffering since 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and genital haemorrhage ("repeated haemorrhaging"). The patient was treated with surgery (implants and uterus removed). Essure was removed. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the patient is suffering since 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.